Event description:
Discrepant results were obtained on the suspect device when compared to a lab. The device reported was 4.1 inr. The lab result reported was 2.3 inr. The device was replaced and requested to be returned for evaluation.